Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump error alarm. Customer blood glucose reading was 92 mg/dl. Customer saw a red x on the screen. Customer stated the insulin pump was beeping. The insulin pump was not dropped or bumped. Troubleshoot was performed. The insulin pump will be returning for analysis.